Event description:
The nurse reported difficulty connecting the vitrector to the system during an unplanned vitrectomy. A posterior capsule tear occurred during cataract surgery. The nurse stated no pt injury was reported.

Manufacturer narrative:
The company service representative examined the system and replaced the cpc connector as a preventive measure. The cpc connector will be sent for in house eval. The system was then tested and met all product specification. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. This report was mailed to FDA on: 02/20/2009.